Event description:
It was reported that the patient had a high chromium revised right hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown hip stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.